Event description:
It was reported that during a adenoidectomy procedure using a procise max wand, the wand would not activate. The procedure was ultimately completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.